Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they needed assistance to change the language on their insulin pump from spanish to english. The customer stated that every time they try to resolve the issue the insulin pump would reroute to the rewind sequence. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced. A replacement insulin pump was shipped to the customer.